Manufacturer narrative:
The insulin pump was unable to perform displacement test due to missing retainer. Pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the plastic ring on the reservoir compartment came off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.